Event description:
It was reported that, the patient was revised due to pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0 deg 34mm, cat# nls-340000b, lot# nls-340000b; delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 34887001; trident 10 deg x3 insert 36mm ID, cat# 623-10-36e, lot# mjt49h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.